Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test during self-test due to faulty remote frequency board. The insulin pump was unable to verify lost sensor alarm due to alarm. The insulin pump was received cracked case at display window corner.

Event description:
It is reported that a customer received a couple of error alarms on their insulin pump. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.